Manufacturer narrative:
(B)(4). The device was received with all buttons responding properly. Keypad unresponsive/button error alarm not found during testing. The device passed the self test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that button was pressed more than 3 minutes, but was not pressed was not exposed to change altitude. The insulin pump will be returned for analysis.